Event description:
It was reported that this right ventricular (rv) lead exhibited high threshold measurements and an x-ray identified the lead had dislodged. A revision procedure was performed, and the lead was repositioned and follow up threshold measurements were stable. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.